Manufacturer narrative:
The hospital biomed inspected the equipment and noted the suction tubing was kinked. The tubing was adjusted. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the suction was not functioning as expected. There was no reported patient involvement.